Event description:
The customer reported they were receiving an err4 message when inserting strips into their freestyle meter and a battery/booklet icon which is the indication that meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.